Event description:
The stryker core impaction drill was sent in for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated; the device overheated during performance testing. Further investigation revealed worn/damaged internal components and insufficient lube on the bearings. Corrosion damage to the motor cartridge was identified as the probable cause of the failure. The presence of corrosion and insufficient lube can lead to increased friction between the moving component parts which can lead to increased heat production. The device was repaired and returned to the customer.